Event description:
It was reported via clinic notes received that the patient's parents that prior to the previous vns generator replacement surgery, the patient experienced an increase in seizures and falls that the parents attributed the vns battery being dead. The explanted generator was received by the manufacturer. Generator product analysis was completed. The battery was found to be at a near end of service, or neos, status when received. Diagnostics were as expected during testing. The generator performed according to functional specifications. There were no performance or other adverse conditions found with the generator. No additional relevant information has been received to date.